Event description:
Information was received indicating that internal system delivery accuracy testing, an anomaly was noted on a smiths medical cadd solis vip pump. The reporter indicated that an anomaly was observed of system delivery beyond the test population, the air in line detector (aild) was found to be loose, but also protruding further from the chassis of the pump than allowed by the gauge used. In addition, during this testing, shim study showed that the distance the aild sticks out impacted system delivery accuracy. No adverse effects were reported.